Manufacturer narrative:
Argus case (B)(4).

Event description:
Thought I'd choke to death [choking]. That stuff made me gag wicked bad [gagging]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of choking in a patient who received glycerin (biotene oral balance gel) gel (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene oral balance gel. On an unknown date, an unknown time after starting biotene oral balance gel, the patient experienced choking (serious criteria gsk medically significant) and gagging. The action taken with biotene oral balance gel was unknown. On an unknown date, the outcome of the choking and gagging were unknown. It was unknown if the reporter considered the choking to be related to biotene oral balance gel. The reporter considered the gagging to be related to biotene oral balance gel. Additional details, adverse event information was received via interactive digital media (B)(6) on (B)(6) 2019. The consumer reported that "that stuff made me gag wicked bad. Thought ii choke to death".